Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise. Pacing was inhibited resulting to greater than two seconds of asystole. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time no further information is available and records indicate this system remains in service. This investigation will be updated should further information be provided.